Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The data acquisition board was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed 'volume ventilation only' while in pressure ventilation during a case. There is no report of patient injury.